Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the ra lead had high thresholds.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned. There is blood in the distal conductor and it is likely that the blood in the distal conductor entered though the is-1 pin as no insulation breach was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. Low impedance and undersensing were noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.